Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specifications and passed self test and displacement test. However, unexpected failed battery test were noted during testing due to slightly corroded battery tube and battery cap contact. Unit received with stripped battery cap coin slot. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced failed battery test. Customer's blood glucose value was unknown at the time of the customer will return device for analysis.